Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.0625¿ offset at the tips. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical energy and the electrical continuity test.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have bent tips. There was no report of patient involvement and no reported injury.